Event description:
Boston scientific received information that the patient implanted with this pacing system presented to the hospital with discomfort and swelling in the device pocket area. The physician was concerned about pocket erosion. A revision procedure was performed. A new pocket was created under the original pocket and the system was placed successfully. No adverse patient effects were reported as a result of the procedure. It was noted that the patient's medical history was remarkable for a prior event that occurred in 2008 following the implantation of this device. During the discussion with a boston scientific technical consultant, the local area representative mentioned that this patient had developed a fever several times shortly after the 2008 procedure that lasted several weeks requiring a course of antibiotic treatment.

Manufacturer narrative:
Available information indicates that this implantable pacing system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure. The patient was implanted with a temporary pacemaker and right ventricular lead. A new system was successfully implanted following a course of intravenous antibiotics.